Event description:
The orthopedic fellow was tying the first suture when it broke. Primary surgeon stepped in to tie the 2nd when it too broke. Anchor remains implanted in bone with no suture. No info available at this time regarding the exact procedure or tools being used at the time. Repair was completed successfully with a competitor's anchor.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).